Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and it was found that the lead stretched. It was also noted that all conductors were distorted and there was blood in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during implant attempt, the stylet became stuck in the lead. The lead was not used. No patient complications have been reported as a result of this event.